Event description:
Patient allegedly received an implant via the right common femoral vein due to pulmonary embolism (pe) and leg fracture. Patient is alleging tilt, vena cava perforation, and organ perforation. The patient further alleges "plaintiff's injuries include but are not limited to, physical and emotional suffering. Specifically, plaintiff's ivc filter is tilted anteriorly and the hook contacts the ivc wall. Multiple struts perforate plaintiff's vena cava wall up to 1 cm, and the primary strut is abutting the aorta. Two primary struts penetrate the splenic vein and plaintiff's aorta. Further, as a direct result of plaintiff's receipt of the cook ivc filter and the complications caused by her filter implant plaintiff has experienced emotional distress from not knowing whether her defective cook ivc filter will cause additional injury" and limitations with "walking, exercising, liftin heavy objects; going up and down stairs." Per report from CT(computed tomography): "there is an ivc filter in place the distal tip the filter is the level of the origin of the right renal vein. The legs of the filter project beyond the wall of the ivc. The filter is slightly tilted to the right. No thrombus is identified in the ivc."

Manufacturer narrative:
The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, d1, d4, g5, h4, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported physical/emotional suffering/distress is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56." Product is manufactured, inspected and packaged by william cook europe a/s. 22jul2019/gel: no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2008. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.